Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had 41% battery remaining in (B)(6) 2017 however current battery remaining is 27%. There was no therapy delivered to account for the rapid battery depletion. The device remains in service and the patient will be monitored. This device is included in the november 5, 2018 sr-rx 1010 shortened replacement time advisory population.